Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: bi-500-01010, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system shut down without prompt from the user. There was no patient present when this issue was identified. Troubleshooting found that the imaging system powered down one hour after the viewing station of the imaging system shut down, and that an automatic shutdown was initiated due to the viewing station being powered down.